Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on march 15, 2022.

Manufacturer narrative:
This report is submitted on oct 26, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to loss of connection to the internal device. The patient was reimplanted with a new cochlear device during the same surgery.